Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided hydrothorax percutaneous drainage catheter placement procedure using navarre opti drain catheter. Post the procedure, a break occurred in the body of the drainage catheter. The catheter was replaced with a new drainage catheter. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The photo the shows the partial view of catheter and hub. Device appeared to be clean; water droplets were noted on the device. Partial break was noted on the tip of the catheter. Therefore, the investigation is confirmed for the reported catheter fracture. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous transhepatic biliary drainage catheter placement procedure using navarre opti-drain drainage catheter. On (B)(6) 2025, after the procedure, a break occurred in the body of the drainage catheter. The catheter was replaced with a new drainage catheter. There was no reported patient injury.